Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 517 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump alarmed no delivery prior to the event. Nothing further was reported.